Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, lot # unknown, product type lead.( B)(4).

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient was feeling more stimulation in the vaginal area on (B)(6) 2017. On (B)(6) 2017, patient experienced pinching in the buttocks. Patient feels that the wire moved on them. No further patient complications have been reported as a result of this event.